Event description:
It was reported that, "the team has received verbal communication from dr (B)(6), that he has 10 pts that have a potential metal sensitivity to the rejuvenate modular stem/neck. These pts have not yet been revised. As the team has more info they will continue to provide it."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 9616680-2012-00251.